Manufacturer narrative:
On (B)(6) 2022, the customer staff claimed that a citadel plus side rail panel was broken and requested to replace the faulty part. The same day, the customer facility was visited by an arjo service technician who observed that the side rail panel was partially detached from the side rail mechanism (hanged down and was skewed). The bed was in use. No injury was reported. The technician observed that the width extension sections which allows to extended the width of the bed were not used (the bed overall width is 40,6 in / 103 cm) although the mattress placed on the bed (arjo maxxair ets serial number (B)(4)) was set on width 42 in / 106,7 cm). The citadel plus instruction for use (831.374) instructs user to ¿always use a mattress of the correct size and type.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ based on the above, it has been determined that the side rail was damaged by lack of use the width extension frames. The new bed was delivered to the customer and the functional training was provided. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The bed was in use. No injury was reported. The complaint was decided to be reportable due to the side rail panel partial detachment.

Event description:
On (B)(6) 2022, the customer staff claimed that a citadel plus side rail panel was broken and requested to replace the faulty part. The same day, the customer facility was visited by an arjo service technician who observed that the side rail panel was partially detached from the side rail mechanism (hanged down and was skewed). The bed was in use. No injury was reported.